Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted between the stomach and the jejunum to treat an anastomotic stricture during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open properly. Increased resistance was noted, and the flange was not opening as expected. The physician remarked that the deployment did not feel appropriate. Troubleshooting was attempted by straightening the scope, but ultimately the procedure was completed by removing the device and replacing it with a new one. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat an anastomotic stricture during an endoscopic ultrasound (eus) gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat an anastomotic stricture between the stomach and the jejunum. Note: the customer provided an image showing that the distal flange failed to fully expand.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information like manufacture and expiration dates. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1510 captures the reportable event of delivery system retraction problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted between the stomach and the jejunum to treat an anastomotic stricture during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange did not open properly. Increased resistance was noted, and the flange was not opening as expected. The physician remarked that the deployment did not feel appropriate. Troubleshooting was attempted by straightening the scope, but ultimately the procedure was completed by removing the device and replacing it with a new one. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat an anastomotic stricture during an endoscopic ultrasound (eus) gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat an anastomotic stricture between the stomach and the jejunum. Note: the customer provided an image showing that the distal flange failed to fully expand.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information like manufacture and expiration dates. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a1510 captures the reportable event of delivery system retraction problem. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: the axios stent and electrocautery enhanced delivery system were not returned for analysis. However, media inspection of photo provided by the complainant noted that the stent has expansion problem. Based on the information available and without proper evaluation of the device, there is not enough evidence to determine whether the reported event was due to the physician's manipulation of the device during the procedure, or whether it was related to a device malfunction. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be implanted to treat an anastomotic stricture during an endoscopic ultrasound (eus) gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated to be implanted to treat an anastomotic stricture. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. Despite multiple efforts, bsc was unable to confirm the batch number for the axios stent and electrocautery enhanced delivery system used in this event. Based on the reported clinical observations associated with stent failure to expand and the date bsc was informed of this event, bsc is conservatively associating this event with the recall in an abundance of caution. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.